Manufacturer narrative:
Reportable information was recieved (B)(4) 2011.

Event description:
It was reported that the patient was incarcerated and their recharger was taken from them. Subsequently, the implantable neurostimulator (ins) went into a state of overdischarge. Three physician mode resets were attempted but interrogation was unsuccessful. The patient wanted the ins replaced but no information was supplied about the patient outcome or if surgery occurred. If additional information becomes available, a follow-up report will be sent.

Event description:
Additional information received from the hcp reported that the cause of the event was that the patient did not charge the battery. There were no abnormal impedances. It was reported that the patient did not require hospitalization due to the event, and there was no patient injury.

Manufacturer narrative:
Lead model 39565-30, serial# (B)(4), implanted: (B)(6)-2009, explanted: na, extension model 3708120, serial# (B)(4), implanted: (B)(6)-2009, explanted: na, extension model 3708120, serial# (B)(4), implanted: (B)(6)-2009 explanted: na, recharger model 37752, serial# (B)(4), programmer model 37743, serial# (B)(4).